Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance, greater than 2,300 ohms and a high capture threshold. The device triggered a lead safety switch (lss) due to the pacing impedance measurement. Troubleshooting was performed and did not resolve the issue. It was noted the patient had a fall which was suspected to have caused the issue. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.